Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions revealed noise on the right ventricular (rv) lead occurring at an increased frequency. The clinic will continue to monitor the patient. No intervention was performed. The patient was in stable condition.

Event description:
New information received notes the patient was presented to the hospital for the scheduled procedure. The right ventricular (rv) lead was over-sensing noise resulting in pacing inhibition. The rv lead was elected to be capped and replaced on (B)(6) 2023. The patient was in stable condition.